Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event (access site bleeding) are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. While on support, device had high purge pressure and access site bleeding. The high purge pressure was managed by changing the purge cassette and lowering the glucose concentration. The access site bleeding was managed by administering protamine bolus to the patient.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. E4 should have been left blank on the initial manufacturer device report number xxxxxx as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures.